Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse45a device was received for analysis with one ecr45g cartridge loaded on the device fully fired. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a video assisted thoracoscopic surgery (vats) lobectomy procedure, the rep was notified that during the second firing of the device, the stapler stopped working about half way through the firing sequence. The stapler was stuck on lung tissue. The reverse button was depressed and nothing happened. Apparently there was an attempt to remove the battery from the device to reinsert and they were unable to remove the battery. The rep was told during the call that there was no attempt to use the manual back out lever located on the top of the device. The stapler was "forced" off the lung tissue to remove it from the patient. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: per the sales rep: it is uncertain at the time how the case was completed. The rep will be meeting with the scrub nurse the morning of (B)(4) 2014 to gather further information. The product was saved for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the case completed? In reference to the device being forced off the lung tissue, how was this issue resolved?

Event description:
It was reported by the scrub nurse that during a robotic lower right wedge resection the device failed to operate on the second firing of a green cartridge. The pa was firing the device, which has had 2 years of experience with the device. It was reported that after the first firing the scrub rinsed the end effector in water and loaded the second cartridge. The pa then grasped the lung tissue, closed the device using the closure lever, held for approx. 10-15 seconds, removed the red safety and attempted to fire the device using the gray trigger. Upon doing so, neither the pa nor the scrub nurse heard the device/motor as they did on the first firing. Not knowing if the device had fired, the pa attempted to open the device using the release lever and could not. The pa then tried to open the device using the reverse button to no avail. They then tried to remove the battery pack and stated that they were not able to do so. Next they used the manual override and initially did not move the black lever all the way forward due to some hesitancy in tearing the lung tissue that the stapler was stuck on (initially, they did not want to force anything). The pa then moved the black lever forward all the way (forcibly) and was able to open the device. No patient complication. They opened a covidien tri staple to complete the case. Upon visual inspection only on the device, the rep noticed the green cartridge in the stapler (which is supposedly the second firing) had all the staple drivers exposed through the end of the cartridge, which would indicate that the cartridge had been fired and the staples deployed (please note, however, that they stated that the did not hear the motor on the device for the second firing). When asked if she noticed that a second cut and staple line had been formed once they removed the device from the patient, she said she did not look because she was busy loading the covidien stapler.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Response from the sales rep: it was reported by the scrub nurse that during a robotic lower right wedge resection the device failed to operate on the second firing of a green cartridge. The pa was firing the device, which has had 2 years of experience with the device. It was reported that after the first firing the scrub rinsed the end effector in water and loaded the second cartridge. The pa then grasped the lung tissue, closed the device using the closure lever, held for approx. 10-15 seconds, removed the red safety and attempted to fire the device using the gray trigger. Upon doing so, neither the pa nor the scrub nurse heard the device/motor as they did on the first firing. Not knowing if the device had fired, the pa attempted to open the device using the release lever and could not. The pa then tried to open the device using the reverse button to no avail. They then tried to remove the battery pack and stated that they were not able to do so. Next they used the manual override and initially did not move the black lever all the way forward due to some hesitancy in tearing the lung tissue that the stapler was stuck on (initially, they did not want to force anything). The pa then moved the black lever forward all the way (forcibly) and was able to open the device. No patient complication. They opened a covidien tri staple to complete the case. Upon visual inspection only on the device, the rep noticed the green cartridge in the stapler (which is supposedly the second firing) had all the staple drivers exposed through the end of the cartridge, which would indicate that the cartridge had been fired and the staples deployed (please note, however, that they stated that the did not hear the motor on the device for the second firing). When asked if she noticed that a second cut and staple line had been formed once they removed the device from the patient, she said she did not look because she was busy loading the covidien stapler. The rep has the device to be returned for analysis. My guess is that the scrub nurse may have loaded an ¿already spent¿ reload into the device, hence causing a lock-out. This however does not explain why the reverse button did not back the device out of the lock out. I am seeking out the pa to verify if a second cut line and staple line were formed, and any additional information he can provide.